Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem fiber metal midcoat collared 12/14 neck taper extended neck offset cementless size 13 standard body, pn 00784101320, ln 60809507, shell porous with multi holes 48 mm pn 00620204820 ln 60743655, unk longevity standard, pn unknown longevity, ln unknown . Multiple MDR reports were filed for this event, please see associated reports 1822565-2019-01754. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the....

Event description:
It was reported that a patient underwent a left hip arthroplasty. Patient was revised approximately 5 years after the initial surgery due to elevated ion levels and adverse local tissue reaction and corrosion. Also it was reported that during the procedure, a ring of darken material at the head and neck junction consistent with corrosion and/or fretting was noted.

Event description:
It was further reported through patient¿s operative notes that during the revision procedure the surgeon noted a bone defect in the calcar region where granulation tissue was present. There were several small retro-acetabular lesions secondary to granulation tissue at the rim of the acetabular component. Further, the patient had grade 2 heterotopic ossification and evidence of periarticular granulation tissue without significant fluid.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes. Initial op note demonstrated that the patient had left tha due to osteoarthritis. Acetabular implant placed at 45 degrees of abduction and 20 degrees anteversion. Revision op note demonstrated that the patient had left hip revised due to adverse tissue reaction. The cup and stem were well-fixed and in appropriate position. Some yellowing of the liner. There was a ring of definitive darkened material at the head and neck junction consistent with corrosion and/or fretting debris. Dark-tinged fluid within the taper. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Concomitant medical products; liner standard 32 mm i.d. For use with 48 mm o.d. Shell, pn liner standard 32 mm i.d. For use with 48 mm o.d. Shell, ln 61116410, bone scr 6.5x20 self-tap, pn 00625006520, ln 61089053, bone scr 6.5x25 self-tap, pn 00625006525, ln 60844078. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.